Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The threads were found to be damaged. The cause is likely attributed to an unintended use error. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of two blockers were damaged during final tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00087.

Event description:
It was reported that the threads of two blockers were damaged during final tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.